Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a procedure on (B)(6) 2010. There were no complications during the procedure. According to the complainant, the patient experienced discomfort, frequency, urgency, and dysuria post procedure. The exact nature and date of onset for each are unknown. The patient had a second surgery on (B)(6) 2011 to excise portions of the sling, but the details of this procedure are also unknown. All other information is unknown and reportedly unavailable.